Manufacturer narrative:
Unit was received with cracked and bleeding lcd glass. Unable to perform displacement test due to physical damage to lcd glass.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 290mg/dl at the time of the incident. The customer states they were running in pe and pump was in there pocket and fell out and someone kicked the pump and screen broke. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.